Manufacturer narrative:
(B)(4).

Event description:
It was reported "staff reported the console screen had "gone blank" and "looked like it was resetting." When the screen rebooted, they noted a "system error 7, subcode 14" in the alarm history. Users exchanged consoles. Patient remained stable throughout".

Manufacturer narrative:
(B)(4). The reported complaint of system error 7 alarm is confirmed based on the alarm log files provided. The alarm log files show a system error 7 alarm. No iabp part was returned to teleflex chelmsford for investigation. According to the field service report, the field service representative checked the pump and could not replicate the issue. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the alarm. The root cause of the complaint is undetermined. No further action is required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "staff reported the console screen had "gone blank" and "looked like it was resetting." When the screen rebooted, they noted a "system error 7, subcode 14" in the alarm history. Users exchanged consoles. Patient remained stable throughout".